Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider advised tech services that the chair is very slow to turn left.